Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported gap between the scope plastic cover adhesive and the distal end could not be determined, however, it is likely that the issue was the result of physical stress, user handling/mishandling. The event may be reduced/prevented by following the instructions for use which state: operation manual_ important information ¿ please read before use_ warnings and cautions warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
Additional event information received from the customer: the issue occurred prior to the procedure. There was no patient involved and no patient or user harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿glue between plastic cover and distal end broke¿ was confirmed. The following findings were also noted during device evaluation: due to damage on elevator channel plug, water cannot be supplied, grip is shaved, air/water-cylinder has no color, suction-cylinder has no color, switch box has a dent, control unit has a crack, due to damage on channel tube, forceps cannot be inserted smoothly, and adhesive around light guide lens has corrosion. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility.

Event description:
The cusomer reported to olympus that the evis exera duodenovideoscope had difficulty in getting accessories out of the lift deck, glue between plastic cover and distal end broke. Upon inspection and evaluation, there¿s a gap between plastic cover and distal end. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.